Manufacturer narrative:
The alert date was inadvertently documented as aug 21, 2017 on the initial report. The correct date was jun 21, 2017. The assignable root cause in the initial medwatch report was documented as the failure being due to construction/design. Upon further investigation the assignable root cause has been updated. The device was evaluated in a partly disassembled state. It was determined that interior parts of the attachment were in a very bad condition. It was observed that all the ball bearings were blocked and oxidized. Further both shafts were blocked. It was further observed that a white substance was found in the device, which is very likely responsible for the oxidation. It was determined that the white substance can be clearly seen on almost all interior parts. Therefore, the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to the construction/design. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that free movement was blocked on the sagittal saw attachment device. It was further determined that the device failed pretest for the check free movement and was hot. It was noted in the service order that the device did not function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.